Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had hypoglycemia. Customer had programmed insulin pump between 90 to 140 mg/dl. Also last night customer's blood glucose went low and when it was about 50 mg/dl, insulin pump turned by basal back on. Customer discontinued the use of insulin pump since then. No further details given. Insulin pump will be returned for analysis.